Event description:
Customer reports that during the repair of an incisional hernia, using 1 novafil, the tip of the needle (approx. 5 mm) snapped off. This piece was temporarily lost and the pt required an x-ray to locate and retrieve the needle tip. No injury was reported.